Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the device was returned and analyzed and no anomalies were found. Concomitant products: 4194 implantable pacing lead (B)(6) 200; 4076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks from the right ventricular (rv) lead due to an apparent rv lead fracture, high impedance and oversensing. The rv lead integrity warning triggered. It was also reported that the patient had fell at home hitting the header of the device the same day the rv lead impedance, oversensing and shocks occurred. The rv lead was capped and replaced with a new lead. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.